Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and abscess due to needle breaking. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with an abscess due to the needle breaking inside the skin. The patient was wearing the pod for longer than 48 hours. The patient had surgery to remove the needle but was unsuccessful due to the needle moving so the needle is currently still in patient. The pod was not worn when seeking medical attention.